Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was trying to get the number of a representative because their battery was not responding and they were trying to avoid a surgery. The patient stated that the rep had instructed them to call the rep. The information relating to the patient was forwarded to a rep. No symptoms were reported. No further complications were reported. Follow-up was conducted.